Event description:
It has been reported to co that a patient experienced a fatal cardiac arrest after ptca of the saphenous vein bypass graft was performed using an occlusion balloon device. The case was an svg to lad, an 8f guide catheter was used to cannulate the graft, the .014 occlusion balloon system was successfully prepped outside the patient and crossed the lesion and inflated. The lesion was direct stented and an attempt was made to use the aspiration catheter to remove any debris liberated with stent placement. The aspiration catheter was able to aspirate only 1-2cc of blood from the graft, 2nd and 3rd aspiration syringes were attempted and no fluid was returned in either syringe. At this point, the occlusion balloon was deflated and dye injection revealed a patient stent and good flow through the graft. The occlusion balloon was then repositioned and reinflated in the graft, occlusion was verified and an nc raptor balloon was placed and inflated to 20 atmospheres to post-dilate the stent. The raptor ptca balloon was removed and the aspiration catheter reinserted, after being flushed for patency, it was positioned proximal to the occlusion balloon and aspiration was attempted. During the 1st aspiration pass it retrieved approximately 3cc of aspirate, a 2nd syringe was attached and approximately 1cc of aspirate was achieved. At this point the aspiration catheter was removed and the occlusion balloon was deflated. Three to five minutes later a contrast injection was done. This showed good flow and a well opposed stent in the graft. Shortly after the patient arrested a CPR was initiated including 6 cardioversions ending in death.